Event description:
The facility's biomedical technician reported an infusion pump with failure code 7, found during pt use. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, or age of pt. The medication of IV fluids with sofran was being infused from a bag of an unknown size. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.